Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their physician had told them their right atrial (ra) and right ventricular (rv) leads had migrated. The leads remain in use. No patient complications have been reported as a result of this event.